Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0106 captures the reportable event of stent occlusion. Imdrf patient code e1709 captures the patient's experience of jaundice. Imdrf impact code f2301 captures the plastic stents implanted through the metal stent. Imdrf impact code f2202 captures the endoscopic procedure performed to implant the plastic stents.

Event description:
It was reported to boston scientific corporation that an uncovered wallflex biliary uncovered stent was implanted in the common bile duct to treat cholangiocarcinoma during a procedure performed on an unknown date. On (B)(6) 2024, the patient presented with symptoms of jaundice, and it was confirmed that the uncovered wallflex biliary uncovered stent biliary stent was occluded due to tumor tissue ingrowth. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed, and an advanix biliary stent was placed through the metal stent. The plastic stent implantation was completed, and the occluded wallflex biliary uncovered stent remains implanted inside the patient. Reportedly, the physician is comfortable leaving the stent inside the patient.